Event description:
Reamer broke off leaving the reamer lodged in the right femoral canal. Physician was able to remove the reamer continue the procedure. Extraction required opening of the fracture and removing.